Event description:
During a review of a (B)(6) male pt's download zoll lifecor customer support identified several "battery charger fault" flags in the data. Support contacted the pt to replace the suspected battery pack. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery charging fault flags was broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. In addition to the broken wire one or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but it is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.